Manufacturer narrative:
Insulin pump received with no button response due to lcd connector unlocked. Unable to perform the displacement test due to keypad anomaly. Scratched lcd window, cracked display window corners, cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the up and down button on the insulin pump were unresponsive. Mother stated the screen was stuck on the check blood glucose readings screen. Customer's blood glucose reading at the time of the call was 402 mg/dl. Customer was advised to revert to a back up plan and the insulin pump is being replaced.